Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and did not have the pump checked post MRI. The healthcare provider (hcp) stated that when they went to fill the pump ¿today¿, they saw that the pump had been off for 2 months. The patient was hospitalized for gi problems and had multiple mris. The technical service (ts) reviewed with the hcp that this was a known thing that we come across where the pump goes into telemetry mode. The hcp initially wanted to shut the pump off, but the ts reviewed to check for a volume discrepancy. She would check and call back if that was seen. The hcp reached for pump off code which was provided. No symptoms were reported.